Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The initial clot was located in the left m1-m2 middle cerebral artery (mca). During the first pass with the subject retrieval device, embolization to new m3 mca and a3 anterior cerebral artery (aca) territory occurred. The physician made two more passes with the same device and the thrombus from the left m3 mca and a3 aca was removed. Complete revascularization was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. Since the embolization to new territory occurred after the subject retrieval device pass, the reported event related to the device and to the procedure.

Event description:
The initial clot was located in the left m1-m2 middle cerebral artery (mca). During the first pass with the subject retrieval device, embolization to new m3 mca and a3 anterior cerebral artery (aca) territory occurred. The physician made two more passes with the same device and the thrombus from the left m3 mca and a3 aca was removed. Complete revascularization was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. Since the embolization to new territory occurred after the subject retrieval device pass, the reported event related to the device and to the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.